Event description:
Customer stated that the o-ring closest to the insulin is deformed and is useless. Sending back to replace damaged reservoir. Route to reliability for analysis. Insepcted 1 reservoir, and found reservoir with first o-ring overlapped second o-ring. Reservoir will leak.